Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
Customer posted a message on social media expressing her dissatisfaction with her insulin pump. She stated in the last six days, she has received excessive no delivery alarms. Customer tried changing reservoirs, sites, infusion sets, insulin, and anything else that would help but the issue persisted. She mentioned that she has ended up in the hospital with diabetic ketoacidosis more than once due to faulty tubing or malfunctions. Customer stated she is returning to injections. Several attempts were made to contact customer to discuss the problems, but they were unsuccessful. Voicemails were left, but never returned. Nothing further reported.